Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on the lens. Visual inspection found that the haptic was torn and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -11.0 diopter tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2020. It was removed and replaced intraoperatively with no patient injury reported. The problem is resolved.